Event description:
The holster was repeating error codes. The technician was unsuccessful with troubleshooting techniques; therefore, the facility rescheduled two of the three pts; one was completed using ultrasound.

Manufacturer narrative:
Evaluation summary: the analysis results found that the holster displayed a green cable error during initialization of functional tests because the pcb board was not calibrated properly. The analysis site performed system upgrade to correct the customer complaint. The holster was functionally tested and found to operate properly. No conclusion could be reached as to what could have caused this incident.